Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 1.2.4 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: unspecified *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours on their leg. The patient stated that their blood glucose levels were high, but specific values were not provided. The patient stated that the adhesive was secure but the cannula was pulling away from the skin. They then proceeded to remove the pod and saw that the infusion site was a little infected but thought nothing of it. That night they became violently ill, losing their appetite and vomiting which prompted them to seek medical attention on (B)(6) 2025. At the hospital, they stated that the doctor surgically opened the pod site wound and was diagnosed to be staphylococcal infection. The patient was treated with intravenous, antibiotics, and other medications (unspecified) while at the hospital. The patient was prescribed anti-nausea and antibiotics (unspecified). The patient was discharged on (B)(6) 2025. The pod was discarded.